Event description:
Patient (pt) called back and reported that the implantable neurostimulator (ins) was explanted yesterday and requested to return the external devices.

Manufacturer narrative:
B5 : updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that probably a month ago they started noticing that the stimulation would automatically turn off. Pt mentioned that every time they charge the wireless recharger and about to charge their implant they would notice that the therapy was already off. Pt added that the problem had never happened before. Agent asked pt if they have reached out to their managing healthcare provider (hcp) or manufacturer representative (rep) and pt stated no and added that they had worked with multiple reps since they first got the implant and the therapy worked fine before then they had this issue. Agent asked pt if they're aware that the therapy will automatically turn off if the implant battery would be too low and pt stated that "we changed the whole program and had put it high frequency instead of low frequency and since that time it has gone dead multiple times and I like to get intuitive quickly as I can but I can't wake up the middle of the night to charge it up". Agent tried to explain implant battery depletion but pt mentioned that they can't tell whether the battery is lower than 20% because there's no meter; pt added they could only tell that the therapy is already off. Agent advised pt that extra monitoring should be done to check the battery of the implant to avoid the therapy turning off automatically. Pt was not satisfied and stated, "I think it's probably gonna come out and get me another brand of stimulator 'cause I'm sure that problem is not universal". Agent tried again to redirect the pt to their managing hcp but pt already hung up. Agent documented the information.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.